Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on the cut electrode to be related to the customer reported complaint. The instrument was found to have slight thermal damage on the cut electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. Energy was delivered without any issues and passed the cut test. The grip force test was performed and passed. The instrument was tested for electrical continuity and passed. A review of logs showed no failures. Upon visual inspection, the instrument was found to have a jaw cover with gouge damage. The gouge damage measured approximately 0.028" at the pouch location. The advanced logs were checked and there was one instance of the cut electrode becoming shorted. This short is typically caused by either too much fluid in between the jaws or energy activation when the jaws are grasping something conductive. However, the instrument was tested in house and passed the energy delivery tests.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed an error message twice, indicating that the jaws of the synchroseal instrument may have been compromised. The surgeon decided to replace the instrument with a similar one. The procedure was completed with no reported injury.